Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient reached targeted temperature (tt) but now seems to be getting warmer. They mentioned the arctic sun device had an alarm 14 earlier. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 36c, flow rate (fr) was 0. Asked if the screen or box was flashing and nurse said no. Had them press start in the controlling box and device began therapy. Water flow rate (wfr) was increased to 2l per m (and rising) and water temperature (wt) cooled to approximately 17c. Explained alarm 14 (patient temperature 1 probe out of range) and how therapy will stop if a pt1 isn't detected as this drives therapy. Suggested to call back if alarm 14 alerts again or with any other questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient reached targeted temperature (tt) but now seems to be getting warmer. They mentioned the arctic sun device had an alarm 14 earlier. Patient temperature (pt) was 37.7c, targeted temperature (tt) was 36c, flow rate (fr) was 0. Asked if the screen/box was flashing and nurse said no. Had them press start in the controlling box and device began therapy. Water flow rate (wfr) was increased to 2l/m (and rising) and water temperature (wt) cooled to ~17c. Explained alarm 14 (patient temperature 1 probe out of range) and how therapy will stop if a pt1 isn't detected as this drives therapy. Suggested to call back if alarm 14 alerts again or with any other questions.